Event description:
1 hr. Into the patient's treatment she c/o crushing chest pain. The blood in the machine looked light. The treatment was stopped and the blood returned to the patient. Pt's pre hct was 23 with a post hct of 16. The pt is a known of bleed. The pt was admitted to the josp with fross hemoloysis. The machine was pulled and found to be working correctly. No cause could be found for the hemolysis so this MDR is being filed on the lines.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.